Event description:
Hcp reported the patient walked through a theft detector, felt a shock, and fell. The device was explanted and returned to the manfacturer for analysis. A follow up report will be filed when additional information is received.